Manufacturer narrative:
The initial MDR 1226181-2015-00655 was filed on november 20, 2015. Additional information (11/02/2015): additional information regarding discordant potassium results has been added.

Event description:
Additionally, discordant, falsely low potassium results were obtained on two patient samples. The discordant results were reported to the physician(s). After troubleshooting, the samples were repeated on the same instrument, resulting higher. Only the corrected result for sample (B)(6) was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they changed the integrated multi-sensor technology (imt) rotary valve and performed an imt calibration. The customer ran a dilution check and quality controls, which passed. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the rotary valve motor, the sample 1 probe tip and the reagent 1 probe tip. The cause of the discordant, falsely low sodium results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on multiple patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. After troubleshooting, the samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s) except for sample (B)(6). It is unknown which result was reported for sample (B)(6). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.